Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was 121 mg/dl. The customer continued to use the pump for insulin therapy, and has an alternate method available for insulin therapy.